Event description:
Cardiac monitor showing brodycardia. Upon entering room, found inner (shiley) cannula of tracheostomy tube attached to c-pap set-up and opening of cannula was occluded by bed linens. Alarm did not go off (CPAP-pressure monitor). Pt.nonresponsive, placed on ventilator. Pt. Later expired on 7/92.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.